Manufacturer narrative:
The actual device was returned for evaluation.  Reliability engineering evaluated the device.  An assessment was performed on the device which found that there was excessive heat in the elbow.  Therefore, the reported condition was duplicated and confirmed.  The assignable root cause was determined to be worn bearings from normal use and servicing over time.  If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during testing, the attachment device was "getting hot". It was unknown if a spare device was available for use. There were no reports of injuries. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.